Manufacturer narrative:
Block e1: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation results the returned resolution 360 clip was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of full deployment. No other problems with the device were noted. The reported event of clip unable to release from catheter was not confirmed. Upon analysis, the clip assembly was not returned, and the device was returned fully deployed. There are no problems detected on the device that are related to the reported event. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used to treat rectal tumor during an intestinal tract endoscopic submucosal dissection (esd) in the rectum procedure performed on (B)(6) 2024. During the procedure and inside the patient, the clip was able to grasp and lock onto tissue but was unable to release from the catheter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.